Event description:
Event description cpi received information that due to an insulation break in this porous tined endocardial j lead (4270) the physician replaced this patient's lead with an upgrade to a rate-responsive lead.